Manufacturer narrative:
Exemption number e2008002. The total number of events in the 2nd quarter 2018 is 2616. Compared with the 1st q 2018 an increase of 198 claims. This is due to seasonal holidays in (B)(6) during january and march. Non osseointegration is a known and common side effect that appears in about 2-3% of all dental implant procedures. Most of the claims appear within the first 6 months after implant placement. The ratio is statistically analyzed and compared to the value of the (B)(4). Our number of dental implants regarding non osseointegration is below tha average value of the industrial average benchmark. All claims are evaluated by a medical expert (dentist) to assure that no product problem was involved in any of the events. In every single case we could not detect any problem caused by altatec (B)(4) as manufacturer.

Event description:
This report is generated to comply with the FDA requirements for asr summary reporting. This report will summarize all claims received during 2 q 2018 by altatec (B)(4). E2008002. This report covers 2616 claims for non osseo integration of dental implants worldwide. The failure of the claims is no osseointegration of dental implants to the bone. Non osseo integration is usually caused by patient condition or wrong product selection by the dentist and is a common and known side effect. Approx. (B)(4) of all sold dental implants that are placed are non osseointegrated. Out of the 2616 cases 175 occured in the united states of america. This summary report also includes very few implant fractures that have been caused by overloading of the implant. This was due to patient condition. Patient problem was bone reducation caused by peri-implantitis. The medical evaluation and the material assessment of all claims concluded that there were no product problems involved in the implant fractures. The statistical evaluation of the non osseointegrated implants shows an average aging of 60 years + in the patient population. The gender male/female is equal. Smoker are more often affected by non osseointegration of dental implants however smoking is a known situation to reduce osseointegration success rate